Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-dec-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was rebooting on its own again. A field service engineer arrived on site and advised the customer to add a uninterruptible power supply (ups) to eliminate the possibility of the wall outlet causing the issue. After the ups was installed, the station did not reboot. The station was monitored for a week, and no further issues occurred. The customer confirmed, and the user reported no noises from the ups. The station remained stable with no reboots. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was rebooting on its own again. The customer reported that it occurred when the station was swapped out for a new unit. However, there were no delay to patient care and adverse events or injuries reported based on this incident.